Manufacturer narrative:
Updated data: b1. B2. B5. A second paragraph was added. Additional codes. Annex f codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately eight years and five months following the implant of this transcatheter bioprosthetic valve inside a previously implanted non-medtronic surgical aortic valve, worsening aortic insufficiency was identified. No adverse patient effects were reported. Additional information was received to report eight years, eight and a half months following implant of the valve, the patient underwent a transcatheter aortic valve replacement procedure and a new transcatheter aortic valve was placed. The previous valve remains in the patient, but inactivated.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately eight years and five months following the implant of this transcatheter bioprosthetic valve inside a previously implanted non-medtronic surgical aortic valve, worsening aortic insufficiency was identified. No adverse patient effects were reported.